Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (in barrel) on lot # 9273271. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter (in barrel) was captured and addressed appropriately investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9273271. Customer states that there is liquid the barrel. The returned syringes were examined and no liquid was observed in the barrel. Also, no liquid came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch# 9273271. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the barrel. This occurred on 2 occasions before use. The following information was provided by the initial reporter: liquid in barrel. Unknown liquid in barrel (about 0.5unit).